Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected. This implantable transvenous defibrillation lead exhibited pacing impedance measurements greater than 3000 ohms.